Event description:
It was reported that an admiral xtreme pta balloon ruptured at 50% under the rated burst pressure. The account reported that ¿it seems the balloon is brittle when the plaque is severely calcified¿. No patient complication reported. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results/conclusion: no results available since no evaluation performed- device or procedural images not provided for review; root cause of the issue is undetermined. (B)(4).

Manufacturer narrative:
Patient¿s condition affected effectiveness of device-severely calcified.

Event description:
(B)(4).